Event description:
It was reported that the pump was experiencing constant occlusion alarms and suspending delivery. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issues with the pump, and no further actions or additional information were provided.